Event description:
It was reported that the tip broke during the procedure. The procedure was completed successfully. There was no clinically significant delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the tip broke during the procedure. The procedure was completed successfully. There was no clinically significant delay, no medical intervention and no adverse consequences.